Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14092939/14092939.